Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired &#33807;wer reboot events&#39840;in addition, it was reported that the threads of the battery compartment were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/21/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the pump¿s black box revealed unexplained rebooting events. A battery compartment crack was observed. The returned battery cap threads were damaged; the cap could not attach properly to the pump and a power issue was observed. The pump successfully completed a prime sequence and 24-hour exercise test with a test cap without issue or alarm. No damage or defect was found to the pump¿s internal components.